Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of rupture was received on january 15, 2021 with catalog number mcghan 140cc. Visual analysis of the returned device identified one curved opening, the device were broken shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: broken crease smooth, one opening crease sharp, two opening crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken crease smooth in the side radius assessed as fold flaw opening. One opening crease sharp in the side radius assessed as fold flaw opening. One opening crease smooth in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: h.3, h.6.